Event description:
It was reported that the headend support weldment set screw was missing, resulting in the jack unable to pump up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the headend support weldment set screw was missing, resulting in the jack unable to pump up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the jack could not pump up. This was reported in error. Upon completion of the manufacturer's investigation it was determined that the set screw missing would result in a loose or wobbly litter, instead of the previously reported condition of the jack unable to pump up.